Event description:
The customer reported that the impedance became hhh after the needle was inserted into patient. The procedure was aborted. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date, the incident device has not been returned for evaluation. If the device is received, or if additional pertinent information is obtained, a follow-up report will be submitted.